Manufacturer narrative:
(B)(4). Visual inspection confirms the abutment screw fractured inside of the implant. Due to the condition of the parts a dimensional analysis could not be completed. No lot numbers were provided for the abutment screw and the implant therefore no DHR review could be completed. The complaint report did not provide any additional information as to potential circumstances or protocols followed that might have contributed to the screw fracturing necessitating implant removal after 5 years of successful life. Therefore the cause of the fracture cannot be determined.

Event description:
The doctor indicated the abutment screw fracture inside of the implant. The doctor removed the implant because the screw fragment could not be removed. The patient was rescheduled for a future re-implantation.